Manufacturer narrative:
H3 other text: customer service.

Event description:
The manufacturer received information alleging a ventilator tube set calibration. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation. Customer is taking responsibility to correct/repair the device.